Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the manifold valve was shifting fully. Additional malfunctions include the product tank was leaking, the sieve beds were saturated, and the on/off switch was broken and not alarming.